Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located in the 80% stenosed, moderately tortuous and mildly calcified distal circumflex (cx). It was noted that the 2.50x12mm taxus liberte stent was fully inflated without waist and stent was fully expanded. It was noted that the stent stayed well positioned and well apposed in the lesion after the removal of the stent delivery system (sds). It was also noted that the promus stent was fully inflated without waist and the stent was fully expanded after deployment in 90% stenosed ostial cx. The promus stent also stayed well positioned and well apposed in the lesion after the sds was removed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The target lesion was located in the distal circumflex (cx). The lesion was predilated with a 2.0x15mm maverick2 balloon and then a 2.50x12mm taxus liberte stent was advanced to the lesion. The stent was successfully deployed at 12atms for 30 seconds and then the stent delivery balloon was inflated again at 13atms for 8 seconds. The physician attempted to withdraw the balloon; however, the physician experienced balloon withdrawal resistance. The balloon was inflated again to 4atms for 10 seconds and the physician drew negative on the inflation device in an attempt to remove the balloon from the implanted stent; however, the attempts were unsuccessful. The physician repeated the attempt and was able to withdraw the balloon but resistance was still felt during withdrawal. The ostial cx was then predilated with the 2.0x15mm maverick2 balloon and a promus stent was deployed in the lesion at 10atms for 30 seconds and the stent delivery balloon was inflated again to 12atms for 13 seconds. When the physician attempted to withdraw the stent delivery balloon resistance was felt with this device as well. The physician drew negative on the balloon and was able to successfully remove it from the patient. The procedure was completed at this point with no patient complications reported. The patient's current condition is listed as "fine".

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).